Event description:
The device had dso seal bubbled and delaminated. The event occurred during testing.

Manufacturer narrative:
Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The probable root cause is due to the downstream occlusion(dso) seal was torn and bubbled. The dso seal was replaced.